Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable troponin t stat result for one patient sample. The initial result from the sample poured into a false bottom tube was <0.01 ng/ml and was reported outside the laboratory. The tech knew the patient had a positive result on the prior day so the sample was repeated. The repeat result from the sample re-poured into a false bottom tube was 0.304 ng/ml. The repeat result from the original sample tube was 0.309 ng/ml. This result was believed to be correct and a corrected report was sent. The patient was not adversely affected. The reagent lot number was 18444301. The expiration date was requested, but was not provided. The field service representative found the probe was misadjusted at the sampling position. He performed a probe adjustment to center the probe over the sample and he checked all other positions. He ran performance testing with passing results. The customer then ran the qc with results within range. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. In addition to the issue found during the service visit, based on the provided instrument alarm data a preanalytical issue was possible.